Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014). The patient¿s meter has been returned on 9/20/2014 and evaluated by lifescan product analysis on 10/18/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.